Event description:
It has been reported that the physician was unable to lock insert onto tibial baseplate. Replacement insert of same size used without incident. There was no adverse consequence for the patient.